Event description:
N/a.

Manufacturer narrative:
The returned device was evaluated and it was first noted that the outer packaging was not opened properly. The product was removed through the side of the box instead of the top of the box as intended. The pouch was examined and at the point where the pouch began to tear across the clear film there were visible stress marks as well as on the tyvek backing of the pouch. The marks appear to be as if the device was pushed down on a focal point of the pouch. Damage of this nature was likely caused after the device was removed from the packaging or during removal of the device from the packaging. The marks are noted to be on the left side of the pouch and started on the manufactures seal line and not the seal created by the atrium employee and equipment. The sealing of the top of the pouch is conducted in house according to procedure. There is no way to determine by inspecting the pouch if there was a breach in the pouch that would have affected the sterility of the product. There is no indication that there was a hole in the pouch prior to opening the pouch. A review of the incoming inspection records show that the production lot of pouches received contained 30,000 pouches and there have been no other reported incidents or claims of the pouch not opening properly. During the process of manufacturing, the device that is packaged states ¿inspect all seals on all sides for foreign material. Packaging must be free of visual defects such as discoloration, tears, pinholes, scuffs, and ragged edges. This is a 100% inspection. Any damage to the sealed edge would be found during this inspection. A review of the packaging ship test results report - v12 / icast 5-10mm covered stent systems shows that the packaging ship testing for pouch characteristic when opening passed all requirements. The acceptance criteria states the following: acceptance criteria: the sbs pouch passes peel-open characteristic testing if seals peel cleanly without any tearing or delamination. If tearing or delamination is noted, passing criteria are as follows: instances of tearing or delamination of sterile material that is extending less than or equal to 10 mm from the inside edge of the seal into the sbs and tear does not propagate completely through the materials. Instances of tearing or delamination of non-sterile material that is not extending into the sterile area of the sbs. All inspections not meeting the stated acceptance criteria for peel-open characteristics testing are considered failures. The review of the device history records shows that this lot of advanta v12 covered stents met all quality and performance requirements without any non-conformances noted during the process of manufacturing. This includes the pouch seal strength testing. The requirement for seal strength is all seals must meet a 1.54 lb/in minimum seal strength and a 12lb/in maximum seal strength. The minimum seal strength tensile force was 3.33 lbs. The maximum seal strength was 3.8lbs. The specification for seal integrity is the following: all preformed seals shall be continuous and homogeneous, without delamination or tearing of the material that can affect aseptic opening and presentation. The incoming inspection record for the pouch lot used in manufacturing was reviewed. This lot of pouches (l/n441885) passed all quality requirements. This lot consisted of 30,000 pouches and there have been no other complaints whereas the pouch did not open properly. Based on the details of the complaint and the investigation results the damage appears to have been caused after the device left the site of manufacture.

Manufacturer narrative:
Additional information d10.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Pouch did not open as intended; unsterile outer pouch ripped by opening (normally pouch is sealed to package, and should come off from the sides when opening). After this incident, staff was not sure whether the content (stent) would still be sterile. Stent was not used in patient.